Event description:
It was reported to boston scientific corporation that a wallstent rx biliary covered endoprosthesis was implanted within a cancer patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the stent was placed in order to alleviate symptoms from a non resectable malignant tumor, which was subsequently obstructing the patient's common bile duct. The patient did not have tortuous anatomy. The stent was placed successfully without complications and the patient condition following the procedure was stable. On (B)(6), 2011, it was determined that the patient still had elevated bilirubin levels. A second ercp procedure was performed. During the procedure, a slight obstruction was noted in the distal portion of the wallstent. The stent did not sufficiently drain in order for the bilirubin level to return to normal and the patient developed icterus. A non-bsc plastic stent was placed inside of the wallstent to aid in drainage. Following the placement of the plastic stent, the patient was hospitalized. On (B)(6), 2011, the patient expired. In the physician's assessment, the cause of death was tumor disease progression and large pancreatic tumor mass. An autopsy was not performed.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.